Event description:
On (B)(6) 2008, the patient was implanted with three gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2011, and intervention occurred to treat a distal type-1 endoleak attributed to progression of aortic disease. The endoleak was resolving using a hybrid procedure involving an open de-branching visceral bypass with reconstruction of the distal aorta using a dacron graft. Two gore tag thoracic endoprosthesis were placed distal to the left subclavian artery. The patient was stable upon completion.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: as stated in the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the tag device may include, but are not limited to, endoleak and reoperation.